Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): under infusion, after 1hour work, it slow down 4 times. MFR ref number 9610825-2014-00062.